Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding an inquiry dwell 3 of hp's automated peritoneal dialysis (apd) therapy on a homechoice machine. Reportedly, at some point in hp's apd therapy, treatment was paused and hp disconnected the patient line of their homechoice set from their transfer set without "capping off". Tsc assisted hp in ending treatment early and advised hp setup with all new supplies to complete their therapy. Per rn, no patient injury or medical intervention was associated with this incident.